Event description:
Routine complaint investigation when a health care facility reported receiving a reading of 83 mg/dl when compared to a laboratory value of 36 mg/dl. The values, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.